Event description:
It was reported that during generator replacement surgery, device diagnostic testing resulted in high impedance. It was reported that the high impedance reading was not observed until the surgery was underway. Both generator and lead were then replaced. The programming data was obtained from the handheld who confirmed that the original generator was programmed off and was at eos - yes. The programming data confirmed that diagnostics with the new generator attached to the existing lead resulted in high impedance (=10,000 ohms). The programming confirmed that the new system was functioning properly. Attempts for additional information have been unsuccessful to date. Attempts to have the generator and lead returned for analysis have been unsuccessful to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.